Event description:
The customer reportedly obtained the following comparison results on the accu-chek advantage system: 84mg/dl and 51mg/dl; 64mg/dl and 106mg/dl; 106mg/dl and 51mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.